Event description:
The customer reported that she had traveled to (B)(6) and became sick from food that she ate. Her blood glucose results were running higher than normal. She reported the following blood glucose history for (B)(6) 2013: time: 3:06pm, blood glucose: 204 mg/dl, carbohydrate: 60 grams, bolus: 7.45u. Time: 7:27pm, blood glucose: 323 mg/dl, carbohydrate: 62 grams, bolus: 10.05u. She arrived at the hospital on (B)(6) 2012 and after being advised to remove the pod, deactivated it at 8:40am. She was treated with intravenous insulin and hospitalized for three days. The pod was disposed of at the hospital.

Manufacturer narrative:
The device was disposed of and will not be returned for evaluation. We are unable to determine if any malfunction could have contributed to the reported hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."